Event description:
Tech reported that a pt in treatment with an althin-baxter system 1000 device had a higher than intended ultrafiltration rate. The intended ultrafiltration goal was 3 kg over a 4 hour period. After nine minutes of treatment, the pt lost 0.44 kg which was 0.31 kg greater than expected. There was no pt injury or medical intervention associated with this incident per tech.